Manufacturer narrative:
Additional information received on 30jan2017. Stereotaxy was used but model number unknown. The patient was positioned prone on chest rolls with the arms padded and papoosed at the sides. The patient was not repositioned.

Manufacturer narrative:
Integra has completed their internal investigation on 02/27/2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the root cause could not be determined because the unit has been taken apart before its return to integra. The end cap for the connecting tube was upside down and the transitional was put on the wrong side of the base handle. Serial number (B)(4); this product was manufactured under work order # (B)(4) june 24, 2015 - part of a (B)(4) piece total order. No service history is on file for this device. No manufacturing or design related trend has been identified. Conclusion: root cause could not be determined since the unit shows signs of disassembly before its return to integra.

Event description:
This is the second of three reports (same product ID, similar problem, different patients). On (B)(6) 2017, movement occurred during a posterior cervical laminectomy c3 and c4. The patient was prepped, pinned, and positioned. Surgeon used x-ray for verification during surgery and noticed some shift. When removing the drape after the procedure ,the surgeon noticed the patient¿s head had dropped and his chin was resting on the edge of bed causing an indentation. Surgeon believed the arm of the mayfield rotated around the large horizontal bar after being locked. No medical intervention was required. No patient injury reported. Additional information has been requested. Linked to mfg report numbers: 3004608878-2017-00023 and 3004608878-2017-00025.